Event description:
A report was received that the patient underwent an explant procedure for unknown reason. No device malfunction was suspected.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason. No device malfunction was suspected.

Manufacturer narrative:
.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.